Event description:
It was reported that pump required extended time to fully charge. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.